Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 01-apr-2024, 02-apr-2024, 04-apr-2024. The blood glucose level of the patient was around 200 mg/dl. Moreover, the issue occurred with three infusion sets used for a day. No further information available.